Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving heparin via an implantable pump for cancer chemotherapy and liver, metastatic or primary. It was reported that the healthcare provider (hcp) wanted the pump shut off. Technical services reviewed shutting the pump off and the hcp stated the pump was "not working." Technical services asked for more information but hcp just wanted the passcode. Technical services provided code.